Manufacturer narrative:
A4: weight: 145 (units not specified). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the middle of the drain line and connection line of thirteen (13) homechoice cassettes which resulted in a leak. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. The cause of the reported issue cannot be determined. Should additional relevant information become available, a supplemental report will be submitted.